Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On july 7, 2006, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving the error 4 message. The medical affairs specialist (mas) contacted the patient to obtain and verify information; however was unable to reach her by telephone. On july 11, 2006. The mas mailed a letter requesting the patient contact medical affairs. On july 6, 2006, the patient reported getting the error 4 message on the reported meter; she did not obtain a blood glucose reading. In the evening, the patient experienced the symptoms of a headache and nausea. The patient did not use the meter before, during or after the onset of symptoms. The patient administered self-care by taking 70 units humulin n insulin and 30 units humulin r insulin. At 10:30 pm, the patient was taken to the emergency room, where the patient was treated with an unknown injection. It would have been helpful to determine how long the error message had been occurring, if the insulin doses were part of the patient's regimen or if were taken in response to the symptoms, if these were the patient's usual symptoms of hyperglycemia, if emergency services were contacted, the patient's blood glucose level as tested by either the paramedics or the emergency room staff, her specific treatment, her previous blood glucose readings, her medication regimen, if the patient adjusts her medication doses based on the meter reading, and what meals and medications had been taken earlier on the day of the event. The customer care advocate (cca) determined during the troubleshooting telephone call the patient's testing technique was correct, the test strips were within expiration dating and in good condition, and the testing room temperature was within meter specifications. The error 4 issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. While symptomatic, the patient was unable to obtain a blood glucose reading due to the error message on the meter, and she required emergency medical attention and treatment. Therefore this complaint is being reported as an adverse event.